Event description:
During an electrophysiology procedure using a therapy cool path ablation catheter, the irrigation port leaked and detached. The physician was using the therapy coll path catheter to map the arrhythmia when the irrigation port began to leak and broke at the handle's edge. The catheter was replaced to successfully complete the procedure with no consequences to the pt.

Manufacturer narrative:
The device has not yet been rec'd for analysis. When our investigation is complete, a follow up report will be submitted.